Event description:
In 2005, while wearing the external equipment the pt did not respond to sound. Three days later the pt was seen for eval. External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the pt's device was no longer functioning. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.